Event description:
The device was used during an esophagectomy gastritube procedure. Reportedly, the instrument ejected clips prematurely. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.